Event description:
It was reported that the gastrointestinal videoscope had incompatible scope error, scope communication errors with no image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was confirmed. The image issues were attributed to humidity exposure. Based on the results of the investigation, the most probable cause was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.